Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system restarted on its own and there was remote control issues prior to a surgical procedure. No patient involvement. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The host module was replaced as a preventive measure. The host was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 27, 2007. Based on qa assessment, the product met specifications at the time of release. A host module was received for evaluation. The system was found to meet specification and the returned host module was replaced as a preventive measure. Therefore, the returned host module will not be inspected. The system was found to meet specifications. Therefore, the root cause of the reported events cannot be established. (B)(4).